Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced hyperglycemia. Customer's blood glucose level was 23.4 mmol/l. Customer's mother also reported that her son had been on insulin pump for a week and today had blood glucose from 19 to 23 mmol/l with a set change not resolving issue. Customer also concerned for safety so advised to contact healthcare professional and once customer stable to could perform mechanical testing on the insulin pump and sets. Insulin pump will not be returned for analysis.